Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with cellulitis at the needle puncture site. The skin was prepped with soap and water prior to sensor insertion. The patient went to the emergency room on (B)(6) 2024 for evaluation as he felt discomfort at the sensor site. The patient was prescribed an unspecified oral antibiotic. The patient was also keeping the area clean and dry. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).